Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. Unable to reproduce customer issue. Informed the customer the issue was not duplicated at the bench. Performed preventive maintenance as it was due on this v60. The manufacturer¿s field service engineer (fse) performed preventative maintenance on the device to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported constant alarm. V60 continuously alarms when turned on. This v60 was also scheduled for annual preventive maintenance. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.